Event description:
The facility reports the pt was being transferred from the bedroom to the bathroom in the hoist with a small mesh sling. On lowering the cradle to attach the leg clip, the pt raised the leg, which was then trapped by the sling attachment bar. The hoist was quickly raised, but the pt's leg was caught on the inside of pt's left knee leaving a mark.